Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted a full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of this endoscope was (no air/water output) observed due to a clogged nozzle. Stringy deposits were found during the incoming inspection whose origin could not be identified and removed was clogging the nozzle, without detrimental deformation of the hose of the nozzle. Air leak inspection did not show any water leakages. Furthermore, the following findings during device evaluation were noted: a-rubber (bending section insertion section) glue is worn out. Crease on the connecting tube. Switch 1 button is wear and tear (slightly). Angulations are out of specification. Evaluation findings confirmed the customer reported flow issue as no air/water output found and found to be due to clogged nozzle observed during testing and evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request and returned the device reported with a complaint description of "flow problem identified during the endoscope disinfection cycle". The wash cycle stopped. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found nozzle is clogged with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to inform that the section d3 was updated to include the manufacturer establishment name and address which was not included on the initial MDR report. Please see section d3 for the information.